Event description:
Supplemental cancellation report is being submitted due to the receipt of clinical input on (B)(6)2024 confirming the stent was not deployed into patient¿s cerebral area and ischemic event is irrelevant to the stent placement. Complaint file is being cancelled.

Manufacturer narrative:
PMA/510(k)#: p050017/s006 supplemental cancellation report is being submitted due to the receipt of clinical input on (B)(6)-2024 confirming the stent was not deployed into patient¿s cerebral area and ischemic event is irrelevant to the stent placement. FDA MDR report is no longer required as the complaint file is being cancelled.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Transitoric ischemic event mca-territory left with motoric aphasia and facial paresis right side for 2h duration, self limiting, pre-index procedure known chronic occlusion of left ica presentation tia in left mca territory with pre-index procedure known history of chronic left ica occlusion. Lab work up showed hyperchromatic microcytic anaemia with hb 5,6 mg/dl due to chronic ulcerative gastric bleed patient had a bleeding gastric ulcer either unknown pre-existing at index procedure or after the index procedure. Patient had taken an intensified dual antiplatelet medication scheme ass and clopidogrel + xarelto and normally only takes ass and xarelto (we recommended clopidogrel and xarelto after a precuring right leg pta on (B)(6) 2023. Either the precuring procedure or the index procedure might have led to confusion with the medication plan which might have led to an over-medication which might have worsened or caused a gastric bleeding event. Bleeding event due to a gastric ulcer (no known history of gastroscopy) so either de-novo or pre-existing with possible worsening or cause by an intensified anti-platelet and anticoagulation scheme. The usual regime of ass and xarelto was changed on (B)(6) 2023 to clopidogrel and xarelto and kept during and prescribed after the index procedure in (B)(6) 2023. Patient took too much antiplatelet and presented with a chronic gastric bleeding under ass and clopidogrel and xarelto. Our endovascular procedures might have led to confusion with the medication regime even if we correctly described the plan, ass is otc in germany so there was no possible check for an accidental ass-self-medication. At the time of presentation endoscopic diagnosis of a chronic but healing, not actively but past bleeding gastric ulcer which led to severe anaemia. Patient outcome: modification of current antiplatelet drugs. Blood transfusion. 5 days pausation of clopidogrel for planned gastroscopic biopsy. Event is resolved.